Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issue was observed with the sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore this issue is confirmed to brownout reset. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as the "additional mfg narrative" submitted in the report emdr-323407 was incorrectly documented.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, the customer received unspecified treatment by a non-healthcare professional (non-hcp). There was no information provided of the customer requiring treatment by a healthcare professional (hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, the customer received unspecified treatment by a non-healthcare professional (non-hcp). There was no information provided of the customer requiring treatment by a healthcare professional (hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.